Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection shows a deployed device. The shaft is bent and the implant is detached. A part of the suture was received separately. There are no manufacturing abnormalities visually observed. The returned device is a single used device and cannot be functional tested. The deployment knob can rotate easily in both directions. The complaint was not verified because the reported issue could not be duplicated. The root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use such as (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; don´t tear the suture as it breaks off. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff repair procedure, when the anchor will be fixated after insertion, the sutures pulled out leaving the anchor. The suture was checked and it was broken, it was removed from patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.